Event description:
Healthcare professional reported a left side rupture. Device has been explanted. Healthcare professional reported capsular contracture baker grade unknown and deformity.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Healthcare professional updated left capsular contracture to baker grade ii.